Manufacturer narrative:
Communication/interviews (4111): a getinge therapy specialist (ts) was at the customer's site for an account meeting with the customer's cardiac surgeon. The ts met with the perfusion team and was shown what was observed. The customer indicated that the iabp unit had still been operating but the screen seemed to freeze. The ts educated the customer on the "freeze screen" button/icon and was able to replicate what the customer had observed when the button was pressed. The customer had indicated that the display froze while they were adjusting the augmentation and they felt certain that the freeze screen button had been pressed in error. The ts indicated that the iabp unit was not serviced as he is not qualified to evaluate the iabp unit. The customer has not requested for service but has indicated the iabp unit is working. A supplemental report will be submitted if additional information is provided.

Event description:
N/a.

Manufacturer narrative:
Device not accessible for testing: (4117/213) device is not accessible for testing due to the customer not requesting repair service. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the upper screen on the cardiosave intra-aortic balloon pump (iabp) had frozen, patient was switched to another pump. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h10. Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that in order to fix the issue, patient was switched to another pump without incident or harm and that all functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then cleared for clinical service.

Event description:
N/a